Manufacturer narrative:
(B)(4). Date sent: 6/7/2018. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a hernia repair procedure upon opening the device which should have had part number 0313 instead had 0313m inside. Two other devices were opened with the same incorrect 0313m part inside. An alternate lot# with the correct part inside was used to complete the procedure. There were no patient consequences reported.